Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2016: as per op-notes,¿ I then exposed the spine from t11 down to the iliac wings bilaterally. I then found scarred nonunion material about the hardware, this was removed. I disconnected the old hardware locking caps, removed rods, and sequentially removed each individual screw. I then scraped out the remaining nonunion material in the posterolateral gutters, back to good bony surfaces. High speed bur was used to re-decorticate l2, l3, l4, l5 and sacral ala bilaterally. New screws were then placed into l2, l3, l4, l5, and s1 bilaterally. All screws stimulated satisfactorily. I brought the c-arm in, and then placed pelvic bolt fixation, left and right. Under direct c-arm guidance confirming good position on ap, lateral, and oblique planes. I then utilizing technique placed pedicle screws into t11, t12, and l1. Utilizing technique by the pedicle, making a bur hole, advancing stimulating, palpating, tapping, and inserting a screw. All screws stimulated satisfactorily there. I then confirmed good position of screws in ap and lateral planes. I then cut contour rods. I reduced the coronal and sagittal imbalance, and placed the rods and locked them into position. I then decorticated dorsal elements of t11, t12, and l1. Removed the intervening ligamentum flavum. Spinous processes used for bone graft. After removal of the spinous processes of l1, l2, and t12. I then re-decorticated the lamina. I then made a generator pocket into the right-hand side. Subcutaneous tissues generator leads were placed along the transverse processes from l1 down to s1. I then performed fusion dorsally from t11, t12, l1, l2, l3, l4, sacral ala. I then decorticated across the sacroiliac joints bilaterally, and infused across this with bmp and allograft as well. Combination of products used for the posterolateral arthrodesis was bmp local autograft and allograft.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2017: patient presented with numbness and tingling. On (B)(6) 2017: patient presented with tingling, numbness and pain. X-rays of the lumbar spine ap/lat/flex/ext views were obtained and hardware appears to be in stable alignment and position t11 through the pelvis. On (B)(6) 2017: the patient presents for back tingling, pain and annual post-op visit. X-rays of the lumbar spine ap/lat/flex/ext views were ordered and obtained. Interpretation: 4 view lumbar spine show satisfactory position of lumbosacral fixation. On (B)(6) 2017: the patient presented for an x-ray follow up. Interpretation: instrumentation and fusion is noted spanning t11 through the pelvis. There is apparent rod fracture at the l5-s1 level which gaps further with flexion. X-rays of the scoliosis ap/lat views were also ordered and obtained. Interpretation: lumbar scoliosis remains to the right. Lateral view she is in a head forward posture, although this is somewhat improved in comparison to preoperatively. On (B)(6) 2017: the patient underwent CT spine lumbar without contrast exam. Impression: fracture of the spinal rod at l5-s1 on the right is noted. Loosening of the unknown screw extending into the s1 segment on the left is noted. Worsening appearance of now grade 3 anterolisthesis of l5 on s1 compared to grade 2 on the prior study with progressive erosion of the anterior superior margin of s1. On (B)(6) 2017: the patient presented for a follow-up for CT scan. CT scans reviewed shows right rod broken just below the l5 screw. Patient persists with increasing complaints of back pain and clicking popping consistent with hardware fracture. Impression: hardware fracture post thoracolumbar instrumented fusion. On (B)(6) 2017: the patient was pre-operatively diagnosed with hardware failure, lumbosacral spine. Prior thoracolumbar fusion. Non-union. Back pain. Radiculopathy. Prior instrumentation and underwent the following procedures: removal ebi bone stimulator battery and deep subfascial leads. Exploration of fusion, thoracolumbar spine. Removal rods, left and right noting both rods broken just above s1 screws. Removal pedicle screw fixation, l5 and s1 bilateral. Take-down nonunion. Insertion of pedicle screw fixation, l5 and s1. Cut, fashion, insertion new rods chrome cobalt plus. Revision arthrodesis, l3-4, 4-5, 5-1. Revision sacroiliac fusion. Insertion ebi bone stimulator battery and leads. Right iliac crest bone graft. Use of allograft. Use of bmp. As per op-notes,¿ I exposed the spine from t11 down to the pelvis across the old hardware left and right thoroughly exposing the ebi bone stimulator battery, removed the battery and leads. I then explored the fusion finding soft nonunion at the l3-4, 4-5,5-1 areas as well as the sacroiliac regions. I then sequentially removed the old locking caps off the rods, removing the rods, finding them both broken just above the s1 screws. After this, I then explored the s1 screws, pulled these screws bilaterally, cleaned out the screw holes. I then also pulled and revised the l5 screws. With the screws out then I took down the nonunion back to good bony surface from l3 to l4 to l5 to the sacral ala and across the sacroiliac joint both utilizing devices such as curettes, kerrisons, leksells, and high-speed bur. After preparation of new bony surfaces I then reinserted new pedicle screws into l5 and s1 bilaterally. Both stimulated satisfactorily. System removed as well as system inserted. I then cut and fashioned new chrome cobalt plus rods and then sequentially locked them from the pelvis up to t11 bilaterally. I then placed a new bone stimulator battery off the left-hand side with leads going from l3 down to across the sacroiliac joint bilaterally. Then on the right-hand side I made a separate incision. Sharp dissection through skin and subcutaneous fat onto the iliac crest was performed, subperiosteal dissection of the iliac crest. I then made a cortical bone window and removed cancellous iliac crest bone graft in the right-hand side. This wound was then copiously irrigated. Homeostasis was obtained. A layered closure with 0 vicryl, 2-0 vicryl, and staples at that incision was performed. I then returned to the midline incision placing the iliac crest bone graft in the posterolateral gutters from l3 to l4 to l5 across the sacroiliac joint bilaterally. Over top of this, 1 large kit was placed into each posterolateral gutter followed by allograft bone again from l3 to l4 to l5 across the sacral ala and across the sacroiliac joint.¿ the patient tolerated the procedure well without any intra-operative complications. The patient presented for a surgery follow up. Admission diagnoses: lumbar hardware failure. History of prior thoracolumbar instrumentation and fusion. Lumbar on-union and pseudo arthrosis. Low back pain. Lower extremity radiculopathy. Procedures performed: removal of prior ebi bone stimulator battery and deep subfascial leads with exploration of prior thoracolumbar fusion, removal of bilateral rods with noted rod fracture just above the s1 screws bilaterally, removal with re-implantation of pedicle screws bilaterally at l5 and s1 with takedown nonunion and revision arthrodesis l3 through s1, insertion of new chrome cobalt plus rods, t11 through the pelvis as well as right iliac crest bone grafting and insertion of a new ebi bone stimulator battery and leads. On (B)(6) 2017: the patient was discharged from the facility. On (B)(6) 2017: the patient visited the facility for surgery follow up. The patient complained of swelling and redness around site. Impression: status post lumbar decompression fusion instrumentation wounds appear to be within normal limits. On (B)(6) 2016: the patient underwent spine lumbar 2 or 3 views. Impression: postoperative changes.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: spinal fusion levels implanted: t11- s1 it was reported that on (B)(6) 2016, patient was pre-operatively diagnosed with: lumbar non-union. Coronal imbalance. Sagittal imbalance. Low back pain and underwent the following procedures: removal of instrumentation l2 to s1 bilateral. Exploration of fusion. Take down non-union l2-l3, l3-l4, l4-5, l5-s1. Pedicle screw fixation at t11, t12, l1, l2, l3, l4, l5, s1 bilateral. Pelvic bolt fixation. Posterior and posterolateral arthrodesis t11-t12, t12-l1, l1-l2, l2-l3, l3-l4, l4-l5, l5-s1. Sacroiliac fusion. Insertion of bone stimulator, generator, and leads. Use of local autograft. Use of allograft. It was reported that on an unknown date, post-op, the rod broke at l5-s1 level. On (B)(6) 2017, patient presented for MRI spine lumbar with and without contrast exam due to pseudarthrosis after fusion or arthrodesis, back pain. Impression: slight worsening of anterolisthesis of l5 on s1 with edematous signal in the bone marrow adjacent to the severely degenerated disc at l5-s1 when compared to (B)(6) 2016. Note is made of extension of fixation to the level of t11 since the prior study. The patient presented for MRI spine with and without contrast exam. Impression:the patient has undergone extension of fixation to the level of t11 since the prior study. There is a small right paracentral disc protrusion at t8-9 and the spinal cord is slightly draped over this disc protrusion causing slight flattening of the right anterior aspect of the cord at this level. This is unchanged. The small right paracentral disc protrusion previously seen at t3-4 is no longer visible. Findings are otherwise unchanged from the prior study. On (B)(6) 2017, the patient presented for a CT spine lumbar without contrast exam. Impression: fracture of the spinal rod at l5-s1 on the right is noted. Loosening of the screw extending into the s1 segment on the left is noted. Worsening appearance of now grade 3 anterolisthesis of l5 on s1 compared to grade 2 on the prior study with progressive erosion of the anterior superior margin of s1.